Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. Model ec38-i10cf2 is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical (B)(4) service workshop in (B)(4) inspected pentax model ec38-i10cf2/serial (B)(4) and confirmed the following: foggy, misty image. Moisture under led cover glasses. The customer complaint was not stated. The device is pending repairs. This event meets the requirements for FDA reportability.